Event description:
It was reported that the patient had an increase in seizures even at low output currents so only the autostim and magnet stimulation were left on and normal stimulation was disabled. No additional relevant information has been received to date.